Manufacturer narrative:
The 510(k)# is k082590. (B)(4) 2010: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter's display was found to be cracked/broken. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.